Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown bipolar stem an evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that patient fell and suffered a periprosthetic fracture of the right hip. Surgeon revised with restoration modular and dall miles cables.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Patient x-rays were received and confirm the event. The exact cause of the event could not be determined because insufficient information was received. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that patient fell and suffered a periprosthetic fracture of the right hip. Surgeon revised with restoration modular and dall miles cables.